Manufacturer narrative:
Results: brake adjuster.

Event description:
It was reported by service report that the unit had a worn brake ring and broken brake adjuster. No adverse consequences were reported.